Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at 3rd inflation, it was noted that the balloon ruptured at 6atm within 2 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient was good post procedure.